Event description:
The physician used a cook endoscopy oasis - one action stent introduction system. Resistance in removing the guiding catheter of the introduction system from the stent was encountered. When resistance was encountered, the guiding catheter stretched and separated at the proximal end (proximal fittings separated from guiding catheter). Several attempts were made in an attempt to collect additional information regarding patient impact and product usage. It is unknown if the patient experienced any adverse effects or required additional medical procedures due to this event.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. However, we can provide the following comments: difficulty with guiding catheter removal can occur if the elevator of the endoscope was placed in a sharp angle during the procedure. Information was requested regarding the position of the elevator during the procedure. This information was not received. Separation of the proximal fittings from the introduction system can occur if excessive pressure is applied during removal of the guiding catheter. If excessive pressure was applied to the introduction system, perhaps in response to removal difficulties, this may have contributed to the damage reported. Prior to distribution, all oasis one action stent introduction systems are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of guiding catheter removal difficulties. Although the lot number and manufacturing date were unable to be determined, we can advise that this product was manufactured prior to implementation of the corrective action based on the date this complaint was received. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.